Event description:
Additional information received on 10/02/2025 for report mw5175527, to update the manufacturer to unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Description of event: according to the reporter, during an orthopedic procedure on a humerus fracture, while using cutting and coagulation at 35w the doctor felt the patient's arm being pulled when the non-medtronic pen was activated, as if the device was delivering shocks. There was no burn, but there was a shock sensation in the patient's arm. A non-medtronic patient plate was on the patient's back without shaving as it was considered unnecessary. The equipment was sent to the hospital's engineering department, where electrical safety testing and calibration were performed. They identified a variation in power outputs; when the device was set to 50w, it measured values ranging from 20w to 80w.